Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had damaged housing. The device was not being used during surgery. There was no injuries reported. There was no additional information provided.